Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that their implant hasn¿t been removed yet and stated they can¿t find the original doctor that put it in. When asked about potentially contributing factors to their device being dead/not charging, the patient stated that before the device went dead, they were having a hard time charging, stating the ¿exterior charger was very cumbersome¿ and that trying to get the belt to stay on their waist ¿just didn¿t work¿. The patient stated they are currently looking for a physician, so they have not met with anyone regarding this issue. The patient states that no troubleshooting actions have been taken for the issue stating the plan for further actions is to find a new physician ¿to remove the implant¿. Agent transferred patient to patient and technical services (pats) to get physician listings.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller reported that the implant has been 'dead' for 4 years and will not charge up at all. Caller stated the pt needs an MRI. Agent reviewed possible ins removal and MRI eligibility form. Pt stated they also see a primary care doctor. The patient was redirected to their healthcare provider to further address MRI eligibility.

Event description:
Additional information was received from the patient (pt). It was reported that technical services (tss) discussed eos on device and suggested following up with managing hcp. Pt disconnected call so more details about hospital could not be gathered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they needed to find a doctor to remove their implanted neurostimulator. Patient said the device had been completely dead for about 4 years because they had a very hard time with the external recharger because it was hard to keep it in place and was very cumbersome. Patient stated telemetry issue began since first implanted. Agent reviewed implanting doctor information. The patient was redirected to their healthcare provider to further address the issue. Agent emailed physician listing to patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.